Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008, inratio: 2.4, hospital: 11.2. Pt was feeling unwell and vomiting and headache. Pt was administered vitamin k.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 2.4, hospital: 11.2, mean: 6.8, confident limits: inaccurate. As per internal procedure rev. 2 the mean is greater than 5.0 and difference between inr is > 2.2 is considered as inaccurate. Pt attended practice feeling very unwell and vomiting and headache. Pt was administered vitamin k and inr went down. This is an adverse event.